Event description:
Customer called to report sodium electrolyte reference drift errors and anion gap drifts on the unicel dxc 800 synchron system. The customer technical specialist (cts) assisted customer with troubleshooting the instrument when customer found that all chemistries failed calibration. Customer also discovered that line number 25 was disconnected from the flow cell and that the ion selective electrode (ise) reference reagent had leaked. The field service engineer (fse) inspected the instrument and replaced tube lines 11, 12, and 13 on the ise module. The fse also rerouted the lines because it was suspected that the line positions caused possible line pinching. Finally, the fse tested the calibration and precision of the instrument to ensure that the services performed effectively resolved the instrument issues. Customer stated that no patient samples were run and no erroneous results were generated; therefore, no patients were harmed. Customer did not state harm to instrument operators.

Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).